Event description:
Six years after surgery the joint arthroplasty locking screw spontaneously came unlocked.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.